Manufacturer narrative:
Correction - please refer to d9, the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a left side gamma4 nail procedure, the triple sleeve collar cracked when measuring for the distal screw. The instrument was used to complete the procedure but needs to be replaced. Surgery was completed successfully with a surgical delay of approximately 2 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during a left side gamma4 nail procedure, the triple sleeve collar cracked when measuring for the distal screw. The instrument was used to complete the procedure but needs to be replaced. Surgery was completed successfully with a surgical delay of approximately 2 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.